Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that bearings were damaged due to normal wear. Additionally, the functional testing revealed that the motor did not reach the rotational speed per specifications. Device was inspected, and repaired by replacing a few components.

Event description:
The device was returned for repair as the motor could not reach correct rotation speed. This is 1 of 1 report for event # (B)(6).